Event description:
As reported, upon opening an open-end ureteral catheter, the tip was broken. The device was replaced with a new device to continue the procedure without any other issues. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Inspection of the returned device found that the device was bent in several places due to customer repack. The tip of the catheter had a rectangular indentation approximately 2mm long with a slightly melted appearance on the edge. The device was not split or separated, as initially reported. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.